Manufacturer narrative:
Engineering evaluation of the returned devices noted observations consistent with implantation and removal of the device. A functional test was also conducted to assess the taper connection between the replicator plate and the humeral head. A minor impact load was able to successfully engage the humeral head taper to the replicator plate taper. Efforts to remove the taper following impaction were unsuccessful. The results of the evaluation are inconclusive to the cause of the disassociation; however, the results of the functional test demonstrate that each implant can be successfully engaged without issue, even in its used state.

Event description:
Revision of shoulder components 3 years postoperatively due to humeral head taper not being fully engaged to the replicator plate taper. This event occurred outside of the united states in (B)(6).